Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for routine follow-up. It was noted that their right ventricular lead exhibited increasing capture thresholds. The lead was imaged and there was no sign of lead damage. No other electrical anomalies were noted. Programming changes were not made. The patient would continue to be monitored.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2018. The patient was fine prior, during and post procedure.